Event description:
It was reported that during a gastric sleeve procedure, when scrub nurse went to remove reload after firing the metal part underneath reload remained stuck in the device while the green part came out. The nurse could not get it out of device and therefore had to open another similar device for next firing. With the next firing/new device, the green reload came apart after the nurse put it on the table. All firings of staple lines were fine and then when surgeon switched to blue reloads the reloads and device were fine. Procedure was completed with the second device. There were no noises heard; no difficulty in firing for the surgeon; & no difficulty in removing the reloads was observed. No complication to patient and surgery.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested and received: when the second cartridge ¿came apart,¿ did the metal pan separate from the plastic (same issue as first cartridge)? Yes the metal separated from coloured part (same issue happened both times).

Manufacturer narrative:
(B)(4). Batch m52k1n. The analysis results found that one long60a device was returned with no visual non-conformances and with two cartridge reloads present. Cartridge (a) ecr60g, l55j9u was received fully fired and with the cartridge pan dislodged inside the channel. Cartridge (b) ecr60g, m5286l was received fully fired and with the cartridge pan dislodged. The pan (a) was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reloads (a, b) it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.